Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert due to blank display.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery after replacing the battery cap. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.